Event description:
It was reported that the insertable cardiac monitor (icm) device caused the patient discomfort. The physician chose to explant the icm device. The physician is planning to implant a new icm device in this patient to continue monitoring; however, no new icm device has been implanted at this time. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) device caused the patient discomfort. The physician chose to explant the icm device. The physician is planning to implant a new icm device in this patient to continue monitoring; however, no new icm device has been implanted at this time. No additional adverse patient effects were reported. This icm device has been returned for analysis.